Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspected component and performed a failure investigation. The reported issue was duplicated and was isolated to the tca drift railed high a/d counts. This was addressed by CAPA ca-2015-0273, eco 83950 and scar ps-14-46. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is going inop and alarming circuit occlusion. The customer stated there was no patient involvement associated with this event.